Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage at elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal settings indicated normal functionality. Further battery assessment at various pulse amplitudes measured current levels within normal range and no indication of premature depletion noted. Longevity assessment was performed, based on average drain current, and the device exceed seventy five percent of projected longevity indicating normal battery depletion.

Event description:
It was reported that a patient presented with premature battery depletion on the pacemaker (pm). The physician elected to explant and replace the pm. The patient condition was stable.